Event description:
Procedure: unk. There was a mesh erosion and the surgeon rated the severity as mild (awareness of sign or symptom but easily tolerated). The relation to device/procedure was rated (3) which means a definite relation to device. 1cm of tape was removed but no further surgical procedure was performed.